Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other three perclose proglide devices are filed under separate medwatch manufacturer report reference numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified common femoral artery was attempted with 4 proglide devices using a pre-close technique via a 6fr sheath prior to an aortic prosthesis procedure. Reportedly, cuff misses occurred with all 4 proglide devices. Strange noises were perceived and no click was noted. A cut down was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The cuff miss/suture retrieval issue was confirmed. The device operates differently then expected (noise) was unable to be confirmed. The anterior cuff had one separated tab (not returned). A cuff tab measures approx. 0.01 by 0.01 inches and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.